Event description:
It was reported that the patients bi-v implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) earlier than anticipated. The device was removed and replaced. It was also reported that the patients right atrial (ra) lead and left ventricular (lv) lead display chronic high thresholds. Both the ra and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: model: 5076-45, lead; implant: (B)(6) 2012. Model: 419388, lead; implant: (B)(6) 2008. (B)(4).